Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. It was noted that the lcd has leaking pixels. The customer's reported problem regarding "continuous alarm" was unable to be duplicated. Simulated use was able to power up the pump, download event log and read out the pump error log. Simulated use was able to run the pump without error. The pump was tested for delivery accuracy. The delivery accuracy testing found the pump functional with the average delivery error to be within the published specification of +/-6%. No errors or alarms occurred during the testing. The event log indicates 9 high pressure alarms, sensor testing found the dso sensor value within manufacturing specification. Review of the event log was unable to determine the cause of the alarm stated in complaint. The most recent infusions are recorded as being completed without error or alarm.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump issued an alarm sound without an alert message. There was no reported serious injury to the patient.